Event description:
The customer reported that the device got jammed. It is unknown if the device locked onto pt tissue, and if so, how it was removed from the tissue. The surgeon used another device to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.